Event description:
It was reported there was a catheter blockage that was unconfirmed. The catheter was believed to be occluded or compromised. It was enquired why the pump was not stalled. There was a volume discrepancy. The actual residual volume was 17 milliliters and the expected residual volume was 3-5 milliliters. The patient was not going through withdrawal. Since the last refill, the patient had surgery for scoliosis. It was thought the scoliosis surgery caused a problem with the catheter, possibly an occlusion. More testing was needed to be done to diagnose the problem. The pump was being used to deliver baclofen. It was later reported the patient was ¿very right¿ with no other withdrawal symptoms. The patient currently had an infection following the orthopedic surgery which required him to be on intravenous antibiotics. It did not allow any other surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported there was a pump problem. It was noted there was a volume discrepancy problem. It was reported that the actual residual volume (arv) was greater than expected residual volume (erv), arv: 19 ml and erv: 8.7 ml. It was noted that a refill was performed the day prior and there were the volumes seen. It was reported that on (B)(6) 2014 they did a refill and the erv was 5.4 ml and the arv was 14 ml. It was noted that the patient had increased spasticity on (B)(6) 2014. It was reported that on (B)(6) 2014 the healthcare provider (hcp) put the patient on oral (po) baclofen due to symptoms (sx) and volume discrepancy. It was noted that there were no alarms. It was reported that no diagnostics were performed. It was reported that logs were checked. It was noted that the pump was used to infuse gablofen.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 18 ml and erv: 4.8ml. There was no therapy or medical problem and this was not the first refill. The patient did not exhibit withdrawal symptoms. The patient was on oral (po) baclofen. The patient needed more po baclofen when they were hospitalized for an unrelated spine fusion where the incision became infected. The patient's concentration was changed to 2,000 mcg/ml at that time and referred to a neurosurgeon. They continued with the pump refill at that time and increased to patient's po baclofen to 30 mg tid. The health care professional (hcp) saw the patient on (B)(6) 2014 for follow-up. The patient saw the neurosurgeon and had a surgery scheduled for late (B)(6). Due to the infection, the surgeon did not go to surgery. At the time of report the hcp thought the infection had since resolved. At the time of report the patient has not had the surgery and had a refill on (B)(6) 2014. At that appointment on (B)(6) 2014 the erv was 3 ml and the arv was 7 ml. It was noted that the patient was ok with 30 mg tid. The hcp has done an x-ray and found nothing going on. The hcp reported that the pump function looks like it stalled but the hcp had no info present at the time of report to confirm this was the case. No MRI had occurred during the time of the refill discrepancy in (B)(6). The hcp inquired if the volumes could correct as it appears to be in this case. On the day of report, the hcp reduced the po medication and increased the pump medication and would be seeing the patient in a couple of weeks.